Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump powered on with a blank display screen; the display was replaced with a test screen and the display returned to normal. The test display was used for the remainder of testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the ok button was found to be hypersensitive and intermittently responsive during testing. The keypad was removed and contamination was observed under all of the button contacts.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose of 31 mmol/l with unspecified symptoms. The reporter stated that the display screen went blank but the pump was still emitting sounds. The reporter confirmed discontinuing the pump and was using an alternate insulin delivery plan. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of a blank pump display screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.